Manufacturer narrative:
Pc (B)(4). Only event year known: 2020 batch # unknown as the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the device did not form a complete anastomosis and he had to oversew to complete the case. No other information is available.